Event description:
It was reported that a helium leak was observed on the intra-aortic balloon pump (iabp) while in use on a patient. The leak was found in the pump assembly. A small aperture at the bottom front end of the bellows fold was causing the helium leak. A kind of corrosion or salt deposit was able to be seen. Additional information received on 11/18/2010 from the distributor stated "the device was replaced by other acat 1 plus that the hospital had available at that moment. I want to mentioned that the unit with leak did not stop, but they had to use 3 cylinders of helium in 3 days; that was why they decided to replace this unit by the other acat 1 plus. The patient did not have any harm. We don't know how is the patient now, but we do know that was ok after connected to the other unit."

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.